Manufacturer narrative:
Initial reporter phone number: (B)(6). The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. Their visual inspection observed an external leak fluid from the dialysate port. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m150 set c during treatment. Treatment was stopped and restarted with a new set. It was reported that blood was returned to the patient. There was patient involvement but no patient impact and no medical intervention. No additional information is available.